Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A trial patient reported that she had been on myrbetriq, she had it filled three times and it was working for her, and then her insurance refused it so she decided to get the device trial on (B)(6) 2015 to see if it helped. The patient was told that the procedure would take 30 minutes but it took 1.5 hours. She didn't think the medicine worked and it was like she was drunk, but she was still in pain. The patient said she was told that she had to be awake so they could tell if she was feeling stimulation and two people were pushing on her body to get the tingling. She had tingling in her rear, but needed it in the vaginal area. At the end the patient passed out and was slurring her speech. The device wasn't working, there was a loss or change of therapy, and the night of (B)(6) 2015, the patient went at 7:15 pm and 10 pm, and then she went to bed. She was told that the device would give her signals during the night to wake up and go, but she flooded her bed, didn't wake up, and the whole unit got wet. The patient cleaned herself at 6 am, went back to bed, and got up at 9 am, when she couldn't get to the bathroom when it was only eight steps. The patient piddled as she went. At 10 pm on (B)(6) 2015 she felt stimulation, but she didn't feel stimulation the next day. The device was on program 1 at 0.5 volts. The patient was sore like she had been kicked by a mule in the rear end where the lead was inserted. Her left leg was falling asleep and felt like pins and needles; the leg was as numb as a pin cushion from the knee down. No product information, potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the health care professional (hcp) reported that the patient was non-compliant and uncooperative. There was no known cause for the patient's complaints and she refused any efforts to remedy them.